Event description:
Dentist was using the rubber dam technique to do restoration on pt. Clamp was on tooth #36, dr was drilling to remove decay and all of a sudden the clamp popped off and the pt swallowed half with batch number on it. Dentist feels the clamp is very stiff, no give at all.